Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 4.7 tapered screw vent fmt (fmt4) was returned for investigation with a mating transfer screw. Visual inspection of the as returned product identified a large amount of damage at the mount square feature, and across the screw head and threads. The mount appears to have been milled. Functional testing was performed for the returned product and it was determined that both devices were too badly damaged to properly engage, and became easily stuck in a mating implant's drive feature. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change "no" to "yes."

Manufacturer narrative:
(B)(4). Additional 510(k) number k011028 and k013227. Product not returned to manufacturer.

Event description:
It was reported that the fixture mount transfers (fmt4) got stuck in the implant. It was also reported that they were able to remove the fixture mount.